Event description:
It was reported that the piston on the pump was moving erratically. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.